Event description:
On 4/24/98, a 25 week premature male infant discovered to have developed a pneumothorax on a ventilator origin. The pt had initially been placed on a 5 fr catheter. A clinical decision was made by experienced staff to change to a 6 fr catheter for increased removal of secretions, the MFR's catheter features numbered, color coded length markers to ensure precise depth of suctioning to eliminate mucosal trauma. The clinician did not change the color identification card to correspond with the change in catheter size. This resulted in a 1 cm increase in length in the catheter being used for measured suction. Because this might have contributed to the pneumothorax, this report is being filed. The pt recovered fully with no long term sequela. The hospital staff has since been re-inserviced on techniques of safe suctioning by the MFR's sales rep. Hospital protocol has also been reviewed. There was no malfunction associated with the MFR's device. The MFR and the hospital both consider this an incident of user error.